Event description:
I had a depuy pinnacle hip replacement in 2008. I reported noises and occasional pain that went away to my orthopedic surgeon and he checked the hip with xrays periodically. All appeared to be okay. However on/around (B)(6) 2016, pain started that would not go away. I had to insist beyond one visit to my surgeon that something was clearly wrong and he admitted me. With an MRI and CT scan, they revealed a mass on the inside of my leg. There they found cobalt serum of 118 mcg/l. This means I have metal poisoning and the mass is a pseudo tumor caused by the metal debris. I am scheduled for revision surgery (B)(6) 2016. The physician is unsure which parts he will have to remove but he will examine them all. He does not know if I have muscle damage either yet or bone loss due to the meal.